Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. The suture broke during use. This happened in 2 products in a row. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - please provide the lot number.=>unk to date it has been reported that the device will be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-01784 2210968-2024-01785.